Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front and rear response button was not functional. The cause for the failure was the front and rear switch domes are damaged which are causing intermittent contact. The root cause of the damaged switch domes cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.